Manufacturer narrative:
Laxity in the knee was reported .revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Laxity in the knee was reported .revision surgery is planned to exchange the poly inserts.